Event description:
Because of the medtronic infuse that was implanted inside of me during my surgery and I've developed serious issues because of it, including pain, mental anguish and the need of a revision surgery.